Event description:
It was reported the pt was not receiving effective stimulation therapy from her scs system. X-ray taken showed the pt's scs lead has moved. The pt underwent surgical intervention on (B)(6) 2013. An sjm rep met with the pt before the surgery and attempted reprogramming but was not successful. In addition, during the surgery the physician planned to reposition the pt's lead, however, the physician cut the lead and had to replace it. The pt reported receiving effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.